Event description:
Revision surgery--patient did not fuse. Male patient in his 70's--non-smoker. Original surgery in (B)(6) 2010 in (B)(6). Revision surgery (different surgeon) c5-c7 in (B)(6) 2010. Bottom two screws broke, cages were loose, no fusion. Surgeon (dr (B)(6)) stated that problem was not with the innovasis product, but was caused by fatigue due to non-fusion. Patient requested hardware to take home--not returned to innovasis.